Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and was unable to duplicate the reported problem. The touchscreen was replaced. The cpu needs to be replaced. The manufacturer's service representative deleted disk exams and ordered a new cpu. No additional service information was provided.

Event description:
The customer reported that the stenoscop system would not boot up and that the touchscreen was not functioning. No patient injury was reported.